Event description:
It was reported that the user experienced low glucose after announcing meals, including a report of 68 mg/dl several hours after announcing a small meal, and the user expressed concern that the pump¿s correction algorithm and meal announcements were driving glucose lower, with frequent use of ¿less than usual¿ lunch announcements. Customer care provided support and consideration of a factory reset and additional training. Investigation of this case revealed user-related factors involving inaccurate meal size announcements contributing to insulin dosing and perceived overcorrection by the algorithm, with device function not confirmed to be defective. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user training needed regarding meal announcement accuracy and device use.